Event description:
Caller indicated relion confirm was giving low readings. Coworker was feeling faint and like she was going to faint looked very pail she did test with relion meter and got 66 drank a small cup of juice then retested with the woman's meter and got 220. She was then taken to the ER and when tested with their meter it was even higher. Caller did use alcohol wipe before first test and was not sure if she allowed time to dry. Controls not use. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.